Event description:
On (B)(4) 2011, sunrise medical received a letter from an attorney regarding an incident with a guardian walker. The end user was using her walker to go down her front steps when the right leg fractured, causing her to lose balance and fall to the ground. She suffered lacerations on her right arm, right leg and a black eye. She was taken to the hospital where she was bandaged and discharged without x-rays or medication. She was seen later that day by her physician to drain fluid from her arm. It is not clear in the report whether the fluid was retained due to the fall or a previous condition. The claimant's lawyer would not allow the product to be released to sunrise medical (us) llc. For investigation. Pictures of the walker, the end user and the scene of the alleged incident were sent for evaluation. During the time frame this report was received by our qa rep in indianapolis, she had taken ill and retired suddenly. This info was received from (B)(4) for review in the (B)(4) office around 01/01/2012. After investigating this report, it was found that the rep in (B)(4) did not file an MDR before leaving the company. Therefore, we are filing this report late due to unexpected change in staff.